Manufacturer narrative:
(B)(4). Approximate age of device: 81 days. The pump was not explanted and therefore, it was not available for evaluation. A direct correlation between the device and the report of subarachnoid hemorrhage, hypercoagulability and the subsequent patient outcome could not be conclusively determined. Bleeding, stroke and death are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 017. The patient was known to have hypercoagulability issues and was being followed up by hematologist and oncologist. It was reported that the patient expired on (B)(6) 2017. The cause of death was subarachnoid hemorrhage. The vad clinicians reported that the device operated as expected. No other information was provided.

Manufacturer narrative:
Additional information. Includes clarification of the 7 sternotomies / 6 lvad pump exchanges mentioned in the initial medwatch report. Pump #1.the patient was originally implanted on (B)(6) 2015 with a heartmate ii left ventricular assist device (lvad). Pump #2. The pump was exchanged due to device thrombosis on (B)(6) 2015 which was reported under medwatch MFR report# 2916596-2015-01359. Pump #3. The pump was exchanged due to device thrombosis on (B)(6) 2015 which was reported under medwatch MFR report# 2916596-2015-02023. Pump #4. The pump was explanted and exchanged with another manufacturer's pump on (B)(6) 2015 which was reported under medwatch MFR report# 2916596-2016-00100. Pump #5. In approximately (B)(6) 2016, the patient underwent a pump exchange and received a second pump from the other manufacturer¿s device, the cause was not provided. Pump #6. The other manufacturer's pump was explanted and the patient was implanted with heartmate ii lvad on (B)(6) 2017, the cause was not provided. Pump #7. Pump exchanged due to device thrombosis on (B)(6) 2017 which was reported under medwatch MFR report# 2916596-2017-01214. The patient was supported two of the other manufacturer's pumps from (B)(6) 2015 to (B)(6) 2017. No information was provided with regards to the events leading to the pump exchanges while the patient was being supported by the other manufacturer's pumps.